Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that her daughter is getting a no delivery alarm. Customer also states that the cannula is bent, and the insulin pump is cracked by the reservoir area. The blood glucose reading is 310 mg/dl. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with a cracked reservoir tube window, cracked reservoir tube lip and minor scratches on the display window.